Event description:
The customer reported the sys would not display a usable image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and matched the correct workstation with the c-arms. The system operates as intended.